Manufacturer narrative:
One medfusion pump was received with a cracked right plunger case and battery. The event history log was reviewed an error pertaining to the display issue could not be found and there was a "battery not working" error. The power up process and reading of the battery were conducted. The missing horizontal pixel was found during power up. The battery not working error was found at power up and all the readings of the battery ended with a n/a value. The lcd display did not operate as intended as a result of normal wear. The battery issue was also as a result of normal wear since the battery was 8 years old. The lcd display, battery and main board were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had an issue with the display (horizontal line) and the battery was not working. There was no patient involvement and no additional information.